Manufacturer narrative:
Device is a combination product.

Event description:
It was reported stent damage occurred. A procedure was to be performed using a 2.5 x 12mm synergy ii drug-eluting stent. Damage to the stent occurred, as the struts in the distal portion of the stent lifted. Another device was used to complete the procedure without further issues or patient harm.